Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment on the liberty select cycler. The patient stated they needed to go to the hospital. Follow-up with the patient documented that they went to the emergency room (ER) on that date and were discharged to home after evaluation and treatment. No further information was provided. The patient stated they couldn¿t talk due to being at the hospital. The patient did not state the reason for being at the hospital and did not state they were admitted to the hospital. There are many reasons the patient could be at the hospital including medical appointments, diagnostic testing, or accompanying another person. The reason for the patient¿s visit to the ER on (B)(6) 2022 is unknown. The patient did not report any emergency during the treatment or any signs/symptoms. There was no allegation of any device malfunction or deficiency or report of any issue with pd therapy. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there was no allegation of any device malfunction or deficiency or report of any issue with pd therapy. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
On 29/sep/2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment on the liberty select cycler. The patient stated they needed to go to the hospital. Follow-up with the patient documented that they went to the emergency room (ER) on that date and were discharged to home after evaluation and treatment. No further information was provided. The patient stated they couldn't talk due to being at the hospital. The patient did not state the reason for being at the hospital and did not state they were admitted to the hospital. There are many reasons the patient could be at the hospital including medical appointments, diagnostic testing, or accompanying another person. The reason for the patient¿s visit to the ER on 29/sep/2022 is unknown. The patient did not report any emergency during the treatment or any signs/symptoms. There was no allegation of any device malfunction or deficiency or report of any issue with pd therapy. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation follow-up with the patient documented that they went to the emergency room (ER) on that date and were discharged to home after evaluation and treatment. No further information was provided. The pdrn reported that the patient was experiencing vomiting during treatment which required the ER visit. The patient had been experiencing issues with vomiting unrelated to pd therapy, use of the liberty select cycler or other fresenius product(s). The patient was administered intravenous (IV) fluids and anti-nausea medications in the ER and released to home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: additional information was received from the patient¿s peritoneal dialysis registered nurse (pdrn) on 24/oct/2022. On 29/sep/2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment on the liberty select cycler. The patient stated they needed to go to the hospital. Follow-up with the patient documented that they went to the emergency room (ER) on that date and were discharged to home after evaluation and treatment. No further information was provided. The pdrn reported that the patient was experiencing vomiting during treatment which required the ER visit. The patient had been experiencing issues with vomiting unrelated to pd therapy, use of the liberty select cycler or other fresenius product(s). The patient was administered intravenous (IV) fluids and anti-nausea medications in the ER and released to home.

Manufacturer narrative:
Additional information: a2, a3, a4.

Event description:
On (B)(6) 2022, this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment on the liberty select cycler. The patient stated they needed to go to the hospital. Follow-up with the patient documented that they went to the emergency room (ER) on that date and were discharged to home after evaluation and treatment. No further information was provided. The patient stated they couldn't talk due to being at the hospital. The patient did not state the reason for being at the hospital and did not state they were admitted to the hospital. There are many reasons the patient could be at the hospital including medical appointments, diagnostic testing, or accompanying another person. Upon follow up, the peritoneal dialysis registered nurse (couldn't) stated that on (B)(6) 2022, the patient disconnected from the treatment on the cycler and went to the emergency room (ER) due to vomiting. The patient had been experiencing ongoing issues with vomiting unrelated to use of the liberty select cycler or pd therapy. While at the ER, the patient received intravenous (IV) fluids and anti-nausea medications. The patient was released to home and continued with pd therapy utilizing the cycler.